Event description:
It was reported patient presented in clinic after receiving inappropriate therapy. Egm revealed device was oversensing intrinsic p wave on ventricular channel. Suggested programming changes were made. Patient condition was well after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.